Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Patient seen for ICD follow-up on 25 april 2022. Device was found in security mode: vvi 60 - outputs at 5 volt - vf zone at 190 with 4 max. Shocks - default alert settings - post choc parameters deactivated ... No notification in memeory for a device reset. No remote alert. The patient has not been seen by another physician since hospital discharge (pompidou) on (B)(6) 2022 (settings ok at that date). The patient underwent a surgery on (B)(6) 2022 (closure left atrium). The device hasn't been checked following this surgery. Preliminary analysis points in the direction of a user problem (gui).

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please find attached the customer response.

Event description:
Patient seen for ICD follow-up on 25 april 2022. Device was found in security mode: vvi 60 - outputs at 5 volt - vf zone at 190 with 4 max. Shocks - default alert settings - post choc parameters deactivated ... No notification in memeory for a device reset. No remote alert. The patient has not been seen by another physician since hospital discharge (pompidou) on (B)(6) 2022 (settings ok at that date). The patient underwent a surgery on (B)(6) 2022 (closure left atrium). The device hasn't been checked following this surgery.